Manufacturer narrative:
(B)(4). Date sent: 04/01/2021. D4: batch # u5ck0d. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and without anvil received. The complaint states that the device was fired with confirmation by audible washer break and the presence of a green checkmark. But the returned device still had the staples while the green checkmark was not observed when the battery was installed, and hence could not have been fired at all. Attempts to fire the device in the lab were unsuccessful, possibly because of the biomatter found in the flex connector which may have contributed to the inability to fire during the analysis. Upon disassembling the device, cracks were also found in the conductive traces of the flex circuit which could cause an open circuit and prevent the device from firing. However, those cracks may not have existed when the device was used and the destructive disassembly during this analysis may have stressed the flex circuit and caused the cracks to propagate. No conclusion could be reached as to what may have caused the failure of the device. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: to would not fire note that the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. To would not remove; to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information received: mw5099267. Per user facility maude report: 5099267: event description from maude report: patient undergoing a laparoscopic sigmoid colectomy and during the procedure the eea stapler would not fire. Surgeon had difficulty removing stapler anvil and during process of device removal a perforation occurred. Surgeon was required to re-sect stump where rectum perforated.

Manufacturer narrative:
(B)(4). Only event year know: 2021 batch # unk (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Was this an open procedure or a laparoscopic procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the colostomy permanent or temporary? What were the indications for surgery? What surgical procedure was performed? Was this an open procedure or a laparoscopic procedure? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Is the colostomy permanent or temporary? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure while using the cdh29p, surgeon had difficulty removing the stapler from the patient. In the process of removal, patient anatomy was ruptured. Due to rupture caused by removing the stapler, emergency colostomy surgery was performed. No other information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/01/2021. Additional information was requested, and the following was received: what were the indications for surgery? Patient had acute diverticulitis. What surgical procedure was performed? Laparoscopic sigmoid colectomy. Was this an open procedure or a laparoscopic procedure? Laparoscopic. Did the patient receive any preoperative chemotherapy or radiation? Not to my knowledge. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? General surgeon, dr. (B)(6). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? From secondhand reports, it might not have been performed were there any issues with device use/firing? The device fired but difficulty was met in removing the stapler. What confirmation was received that the device completed the firing sequence? The audible sound of the breakaway washer was heard. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Not sure. Was there any difficulty removing the device? Yes. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. No. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Is the colostomy permanent or temporary? Permanent.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2021. Per mso (medical safety officer): no further assessment of this issue. Based on the device investigation, the flex circuit was found to be damaged, which can potentially cause the device to not fire. The potential cause of the damaged flex circuit could not be established. The causation of the adverse event was determined to not be linked to the damaged flex circuit but linked to use error. This was evidenced by the information provided during the complaint investigation and the device analysis. The IFU and optimal device performance (odp) guide provides instructions on the use of the device and when followed can mitigate this issue. H11: corrected date = h10 device analysis. H6: component code = others (g07). The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and without an anvil received. The complaint states that the device was fired with confirmation by audible washer break and the presence of a green checkmark. However, the returned device still had the staples while the green checkmark was not observed when the battery was installed, this condition would have not allowed the device to have been fired at all. The medwatch report mw5099267 states that the device did not fire, and that the surgeon had difficulty removing the device anvil. Anatomy was reportedly ruptured during the removal process. Upon disassembling the device, cracks were found in the conductive traces of the flex circuit which could cause an open circuit and prevent the device from firing, the potential cause of the damaged flex circuit could not be established. Based on the device analysis and device testing, it was determined that the damaged flex circuit and resultant failure of the device to fire did not cause the adverse event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: note that the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. For would not remove; to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.